Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a shoulder surgery on (B)(6) 2020 and the device was not placed into surgery mode. Afterwards, the ipg was unable to communicate and was found to be inoperable. The ipg was explanted and replaced which addressed the issue. Effective therapy was established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data:h9 - changed from 1627487-060217-001-c to 1627487-0602017-001-c.